Event description:
It was reported the patient fell on (B)(6) 2013 and her pump has not worked since she fell. The patient had not spoken with their hcp. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).